Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot lot m162309 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m162309, test base part number 190-430 / lot m162309. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162309 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay performed on (B)(6) 2021. This MFR. Report patient one(1) and is one (1) of two (2). The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR ref reports: 1221359-2021-03443.

Event description:
The customer reported two (2) unconfirmed false positive results with the ID now covid-19 assay performed on different dates. This MFR. Report addresses date (B)(6) 2021 and is one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.